Event description:
It was reported that the patient was experiencing discomfort similar to restless leg syndrome when stimulation was on while sitting, driving or lying down. It was also stated that the patient was not getting adequate pain relief despite multiple reprogramming and issues charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the implantable pulse generator (ipg) and leads were explanted. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7080883, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7081683, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort similar to restless leg syndrome when stimulation was on while sitting, driving or lying down. It was also stated that the patient was not getting adequate pain relief despite multiple reprogramming and issues charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the implantable pulse generator (ipg) and leads were explanted. The explanted devices were discarded by the medical facility and will not be returned.